Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. There was no reported device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during set up; the patient was not connected. The home patient (hp) had not connected the heater bag properly, and it had disconnected. The hc was still at "connect bags." The technical service representative (tsr) had the hp close all of the clamps, cycle the power, and remove the cassette. The hp was to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.